Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed. The patient presented with a left anterior descending (lad) coronary artery, chronic total occlusion (cto). Predilatation was performed and a 2.5x28mm xience sierra stent (1500250-28, 9100741) was implanted. Post-stent oct was performed. A proximal edge dissection and an intra-stent thrombus were observed. Thrombus aspiration and thrombolytics were provided. Post-dilatation was performed. The end result was timi flow iii and 0% stenosis. Reportedly, the stent was fully apposed to the vessel wall. No additional treatment was provided. Post-procedure, there was a moderate increase in creatinine kinase-myocardial band (ck-mb), 40.1ng/ml, and a myocardial infarction (mi) was diagnosed. Prolonged hospitalization was required and the event resolved without sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection, thrombosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.